Manufacturer narrative:
Additional manufacuring narrative: the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the numbers are not clear. Additional information received from customer indicated that the display of the device has missing segments on the numeric numbers. No known impact or consequence to patient.

Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During evaluation the unit was able to power on, however, there are two segments on the top row in the middle and right digits of the 7-segments display that do not illuminate. It was found that defective diode segments of component d4 on the system board caused the led segments to remain unlit. "No" should be "yes; returned to manufacturer on 09/28/2016."